Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient was symptomatic for fatigue and dyspnea and that there were no signs of decompensation detected. At the thoracic auscultation rhonchi (low pitched rattling lung sounds) were heard. On (B)(6) 2019 the patient went to the emergency room and was admitted. Laboratory exams showed no signs of hemolysis and blood culture positive to enterococcus faecium. An echocardiography showed a chordae tendinae rupture with severe mitral regurgitation. No images related to the endocarditis and acute bronchitis was speculated. The patient was discharged on (B)(6) 2019.

Event description:
It was reported that the patient was at home on the list for transplantation with nyha class 3 symptoms associated with heart failure.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct relationship between the device and the reported chordae tendineae rupture, mitral insufficiency, infection, and bronchitis could not be conclusively determined through this evaluation. The account reported that the patient was admitted to the emergency room on (B)(6) 2019 with fatigue and dyspnea. The patient had an echocardiogram performed which revealed chordae tendineae rupture leading to severe mitral regurgitation. The patient had blood cultures taken which were positive for enterococcus faecium. The patient was suspected to have acute bronchitis. The patient was reportedly discharged home on (B)(6) 2019 and remains ongoing on ventricular assist device (vad) support with no further issues reported. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) lists infection as an adverse event that may be associated with the use of heartmate 3 lvas. The IFU and patient handbook contain information about caring for the driveline and preventing infection. Review of the device history records showed no deviations from manufacturing or qa specifications. The implant kit was shipped to the customer on (B)(6) 2016. No further information was provided. The manufacturer is closing the file on this event.